Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, pre-stented with a 34 mm stent, the patient showed good coronary perfusion. Following the procedure, the patient's saturation was low, but an electrocardiogram (ECG) showed no clear signs of coronary occlusion, and the patient did not experience any thoracic pain. Therefore, the low saturation was attributed to re-perfusion syndrome. During the night, the patient's condition worsened, exhibiting clear signs of left ventricular ischemia. A coronary angiography was performed, showing sub-occlusion of the left coronary ostium believed to be caused by compression due to the stented pulmonary artery. A coronary stent (manufacturer unknown) was placed in the ostium successfully restoring vessel patency. The patient was then placed in assisted circulation, but the left ventricle did not recuperate functionality. It was the opinion of the proctoring physician, that the occlusion may have been due to the fact that the stiff guidewire (non-medtronic) altered the position of the pulmonary artery somewhat, keeping it further away from the ostium than normal position, and once the guidewire was removed, it moved back in its place, in contact with the ostium. It was also considered that the added thickness of the stent and of the melody frame may have brought the outer diameter beyond the 20mm that were tested. There was no suspicion of valve migration. Consequently, a week after implantation, the patient underwent a surgical operation for heart transplant. The procedure was successful, and there were no adverse patient effects.

Manufacturer narrative:
(B)(4). The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Compression of a coronary artery is listed as a potential adverse event in the IFU. The IFU states: the potential for compression of a coronary artery should be considered in all patients undergoing tpv implantation. Assessment of the coronary artery anatomy for the risk of compression should be performed in all patients prior to deployment of the tpv. Aortography should be performed to define the anatomy of the coronary arteries and their relationship to the conduit. If aortography demonstrates a coronary artery branch passing beneath or otherwise close to the conduit, or if coronary anatomy could not be determined, further evaluation with selective coronary arteriography and simultaneous inflation of an angioplasty balloon across the conduit obstruction should be performed. If inflation of the balloon demonstrates any suggestion of coronary compression, as demonstrated by simultaneous selective coronary arteriography, the conduit should be deemed anatomically unsuitable for tpv implantation. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.